Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported being hospitalized with breathing problems. There was an inferred allegation that stated this event was related to the performance of the cycler in the initial report. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported that this patient was hospitalized on (B)(6) 2025 following dyspnea due to fluid overload, attributed to missed pd treatments. It was explained that the patient experienced an alarm on the cycler starting on (B)(6) 2025 that advised patient to call technical services before moving forward with the pd treatment. The patient canceled the treatment following a call with technical services. The patient experienced the alarm an additional two times during pd setup (exact dates unknown) prior to admission whereas patient canceled treatments and did not call technical services or the on-call pdrn for guidance. The patient is trained in manual exchanges and has the appropriate equipment, but refuses to undergo continuous ambulatory pd (capd) for unknown reasons. As a result of missed treatments and refusal of capd as a backup, the patient became fluid overloaded. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged home on (B)(6) 2025. It was confirmed that the patient¿s fluid overload and associated hospitalization were not the direct result of a malfunction or deficiency of any fresenius product(s) or device(s), rather it was the patient¿s unwillingness to troubleshoot or perform backup renal replacement therapy as trained to do so. The patient recovered from this event and continues ccpd therapy on a newly received liberty select cycler at home.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported being hospitalized with breathing problems. There was an inferred allegation that stated this event was related to the performance of the cycler in the initial report. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported that this patient was hospitalized on (B)(6) 2025 following dyspnea due to fluid overload, attributed to missed pd treatments. It was explained that the patient experienced an alarm on the cycler starting on (B)(6) 2025 that advised patient to call technical services before moving forward with the pd treatment. The patient canceled the treatment following a call with technical services. The patient experienced the alarm an additional two times during pd setup (exact dates unknown) prior to admission whereas patient canceled treatments and did not call technical services or the on-call pdrn for guidance. The patient is trained in manual exchanges and has the appropriate equipment but refuses to undergo continuous ambulatory pd (capd) for unknown reasons. As a result of missed treatments and refusal of capd as a backup, the patient became fluid overloaded. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged home on (B)(6) 2025. It was confirmed that the patient¿s fluid overload and associated hospitalization were not the direct result of a malfunction or deficiency of any fresenius product(s) or device(s), rather it was the patient¿s unwillingness to troubleshoot or perform backup renal replacement therapy as trained to do so. The patient recovered from this event and continues ccpd therapy on a newly received liberty select cycler at home.

Manufacturer narrative:
Clinical review: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.